Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial numbers (B)(4). At 12:11 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 511 mg/dl. The patient did not appear symptomatic, so testing was repeated. At 12:14 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 293 mg/dl. The 293 mg/dl value was believed to be correct as the patient had been running between 100 and 300 mg/dl. The reporter was not sure if the patient's fingers had been cleaned prior to sample collection. The reporter noted that it is their procedure to wipe away the first drop of blood prior to applying sample to the test strip. Controls tested on the meter after patient testing at 14:53 passed. Controls run again at 15:41 with different reagents did not pass for the first level of control. Linearity testing was run using the same test strips and it was fine.

Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested with retention test strips and controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 47, 46, 52 mg/dl, level 2 ¿ 315, 318, 320 mg/dl. All returned results are within acceptable range.